Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, the stent separate from the balloon. Vascular access was obtained via the radial artery. This 80% stenosed, eccentric shaped, 20mm in length, de-novo target lesion was located in the moderately calcified, 4.0mm in diameter left circumflex. This 12mm liberté stent delivery system was selected; however, during unpacking it was noticed that the stent was separated from the balloon but remained on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and that patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).